Event description:
It was reported that during use of a fluid filled catheter, arterial line would intermittently disappear. Pump was operating erratically. Additional information received indicates that pump had been dropped prior to use.